Event description:
It was reported that during the catheter removal, the epidural separated and the retained piece was left in the pt. Mor info is being persued by the sales rep.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.